Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump and cylinders removed due to incorrect sizing, too short.

Manufacturer narrative:
Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. However, because quality's examination may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician's observations of such as the reason for surgical intervention. Because identification numbers were not provided, quality was unable to trace device lot history of the device, complaint history, non-conformance's, and capas for this lot number. However, all devices sold and labeled by this corporation must pass manufacturing, quality, and sterility procedures prior to release.

Event description:
Additional information received indicated inability to cycle, auto inflation, impending l corporal tip erosion.